Event description:
The customer reported the display giving star signals and also the device has wavy lines on the screen. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the display giving star signals and also the device has wavy lines on the screen. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. The device passed all performance assurance tests and was sent back to the customer.